Event description:
Event description boston scientific crm received information that prior to the implant of this right ventricular defibrillation lead, the helix could be extended after turning the stylet four to five times in a clockwise direction but it could not be retracted after turning it counter-clockwise six times. While the field representative was preparing another stylet to use, the physician turned it 17 to 18 times and the helix could be retracted slightly. Another stylet was used but same result was observed. Another lead was used and successfully implanted. The implanted lead's helix could be retracted and extended with turning the stylet four to six times. The non-implanted lead was returned for analysis.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, the lead was thoroughly analyzed. During the helix mechanism test, the returned stylet was used to retract the partially extended helix. Three turns of the stylet successfully retracted the helix into the lead housing. The movement of the helix was not smooth and the tip of the lead moved in the direction of retraction or counterclockwise. After this initial rough retraction, a series of extension/retractions were performed, and they were successful both ways between three to six turns. However, the movement of the helix was still rough. There was no physical anomalies noted on the helix, nor was there any dried blood/fluid. The reason for this observation is unknown.